Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy on the liberty pdx cycler with pdx integrated set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the cycler with integrated set. Per the pdrn, the cause of the peritonitis event was touch contamination by the patient as evidenced by the culture results of staphylococcus epidermidis. These organisms are the predominant normal flora on human skin and are the most frequently identified cause of pd associated peritonitis. Based on the available information, the liberty pdx cycler with pdx integrated set can be excluded as the cause of the peritonitis.

Event description:
It was reported that a peritoneal dialysis (pd) patient has peritonitis. Upon follow up with the patient¿s peritoneal dialysis registered nurse (pdrn), the patient had suspected peritonitis on the date of the call to customer support due to cloudy effluent and abdominal pain. On 16/oct/2019 the patient was seen in the pd clinic and diagnosed with peritonitis. A pd effluent culture was obtained, and the patient received a loading dose of intraperitoneal (ip) antibiotics. The patient was administered ip vancomycin 1750ml and ip ceftazidime 2g. The pd effluent culture resulted positive for staphylococcus epidermidis with a white cell count of 377 (unknown units) with 58% polymorphonuclear cells. The ceftazidime was discontinued, and the patient remained on the ip vancomycin (dose, frequency and duration unknown). The patient did not require hospitalization for the event. The cause of the peritonitis has been attributed to touch contamination by the patient. There were no issues with the liberty pdx cycler or pdx integrated set. The patient continues pd therapy with the cycler during recovery.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.